Event description:
Related manufacturer report number: 2916596-2021-00526, related manufacturer report number: 2916596-2021-00528. It was reported that the patients family changed the controller as it would not stop beeping after connecting to the battery. The patient reported seeing low voltage on the screen after changing to new batteries. A log file analysis showed low battery hazards on (B)(6) 2021 at 7:30 am. The duration of the event was less than 1 minute and appeared to resolve once the patient reconnected to the mobile power unit. A second set of log files were submitted and the analysis showed that a pump connection did not seem to have ever been made. After switching to new batteries the morning of (B)(6) 2021 low voltage appeared on the screen again. Battery clips had already been exchanged, batteries had been rotated, and contacts had been cleaned. A log file analysis of this data did not capture any low voltage alarms and showed the patient on the mpu until 13:06 when the patient switched to battery power. There were a couple of expected power cable disconnects during the switch.

Event description:
It was reported that the family decided to exchange the controller independently; however, it was later communicated that this exchange never occurred. There was never difficulty connecting to a backup controller. There was not an unsuccessful controller exchange. The patient was not symptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: no specific pump-related issues or adverse events were reported or observed during the review of the submitted log files. The controller event log files retrieved from (B)(6) collectively contained data from 8:44:02 on (B)(6) 2021 through 14:07:07 on (B)(6) 2021 and from 7:43:01 on (B)(6) 2021 through 14:50:33 on (B)(6) 2021, per the timestamps. No atypical events or alarms associated with the patient¿s pump were captured. The pump appeared to function as intended at the set speed. The controller event log file retrieved from (B)(6) contained relevant data from 9:23:16 through 14:13:07 on (B)(6) 2021, per the timestamps. Review of this file confirmed that the driveline was never connected to the system controller during this time. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) . The hm 3 lvas IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, the patient handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. No specific pump-related issues or adverse events were reported; however, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Furthermore, the patient handbook also cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.